Event description:
Additional information was received from a healthcare provider (hcp) and a company representative. The hcp reported that the patient¿s pump had a motor stall occur at 1:53 am and the pump stall had not yet recovered. There was no emi (electromagnetic interference) and no MRI. The plan was to silence the alarm, program the pump to minimum rate, cover with non-pump medication, and contact their local company representative to facilitate replacement. The pump was delivering bupivacaine (10 mg/ml at 4.526 mg/day) and morphine (15 mg/ml at 6.788 mg/day) at the time of the report. Additional information was received on 13-apr-2021 from a company representative who reported that the hcp contacted him yesterday to schedule the pump replacement, and the patient was scheduled for pump replacement tomorrow.

Manufacturer narrative:
H10 ¿ the manufacturer¿s device registration system indicates that the pump was replaced as planned on (B)(6) 2021. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving therapy via an implantable infusion pump. It was reported that during a refill procedure the expected residual volume was 1.2ml but the actual residual volume 6ml. A replacement was planned.